Event description:
Baxter (B)(4) received a report that a 5 ml/hr infusor underinfused during patient use. A volume of 240 ml was infused over the course of 72 hours rather than 48 hours. This implies a 3.3 ml/hr flowrate, which is 67% of the expected flowrate. The contents of the device are currently unknown. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 71 ml of fluid in the reservoir. The tubing was taped to prevent the fluid from flowing out. A portion of the delivery tubing and the luer were not returned with the device. Visual examination of the sample showed no sign of physical abnormality on the bladder. The tubing was reconnected to a testing luer. An accuracy flow test was performed on the sample for 43.5 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 4.81 ml/hr, normalized flow rate = 4.93 ml/hr, specification range = 4.50 ? 5.50 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A labeling review found the directions for use: mixing and use adequate for the use/user error identified in this incident.